Manufacturer narrative:
Summarized patient outcomes/complications of application of transesophageal echocardiography in amplatzer atrial septal defect occluder for percutaneous closure of large patent foramen ovale were reported in a research article in a subject population with multiple co-morbidities including coronary heart disease, hypertension, arrhythmia, atrial premature beat, cryptogenic stroke, transient ischemic attack, migraine, and transient syncope. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: application of transesophageal echocardiography in amplatzer atrial septal defect occluder for percutaneous closure of large patent foramen ovale.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: application of transesophageal echocardiography in amplatzer atrial septal defect occluder for percutaneous closure of large patent foramen ovale.

Event description:
The article, "application of transesophageal echocardiography in amplatzer atrial septal defect occluder for percutaneous closure of large patent foramen ovale", was reviewed. The article presented a retrospective, single center study investigated the safety and effectiveness of the amplatzer atrial septal defect (asd) occluder for percutaneous closure of a large patent foramen ovale (pfo) measured by transesophageal echocardiography (tee) and evaluated the value of tee in this procedure. Devices included in the study were amplatzer septal occluder and amplatzer pfo occluder. The article concluded that the amplatzer asd device and amplatzer pfo device were safe for large pfo closure, but the amplatzer asd device had a higher effective occlusion rate. Tee played a crucial role in the use of the amplatzer asd occluder for percutaneous closure of a large pfo. [The primary author was yajuan du, department of structural heart disease, the first affiliated hospital of xi¿an jiaotong university, xi¿an, shaanxi province, china. The corresponding author was gang tian, department of cardiology, the first affiliated hospital of xi¿an jiaotong university, xi¿an, shaanxi province, china, with corresponding email: tiangang@xjtu.edu.cn]. The time frame of the study was from january 2019 to july 2020. A total of 118 patients were included in the study, of which all received an abbott device. In group I, the average age was 46.7 years and the majority gender was female. In group ii, the average age was 44.2 years and the majority gender was female. Comorbidities included coronary heart disease, hypertension, arrhythmia, atrial premature beat, cryptogenic stroke, transient ischemic attack, migraine, and transient syncope.